Manufacturer narrative:
The customer's device was evaluated by a third-party service agent. However, before a detailed evaluation could be completed, the customer withdrew the device and declined the quotation for repair. The reported issue was unable to be verified and was unable to be duplicated. The root cause could not be determined. The device was archived by the customer.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.